Event description:
Olympus was informed that the user facility personnel had not been reprocessing the auxiliary water channel of the subject device since its purchase in 06/2009. There were no injuries associated with this report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) visited the user facility and provided in-service training and educational materials to user facility personnel regarding the correct reprocessing of the device. Olympus subsequently followed up with the user facility and was informed that the device is currently being reprocessed appropriately. There were no adverse events associated with the report. The cause of the phenomenon was determined to be that the users did not reprocess the device in accordance with the instructions for use. This report is being submitted as an MDR in an abundance of caution.